Event description:
It was reported that the customer experienced high blood glucose of 500mg/dl, and her son will be taken to the emergency room because he does not have a back up plan. The caller mentioned that the insulin pump had a blank display and the battery was changed, but the device still did not function. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of moisture damage on the force sensor. Further testing could not be performed due to the alarm anomaly. However, the device passed the displacement test. The unit had high currents due to moisture damage on the electronic boards.